Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was twisted and kinked, and that there was an imaging core windup with a coiled drive cable and a detached imaging window near the lap joint section. The sheath was cut around the twists, but no damage was noticed on the imaging core. The imaging window was not returned for analysis. Impedance tests showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 10 jul 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the sheath was twisted.